Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to noise, oversensing, and pacing inhibition with no asystole. No additional adverse patient effects were reported.